Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the reported event. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service and repair history record review was attempted but this device is a lot/batch controlled item. The review could not be completed. A device history record review was performed for the subject device lot. Manufacturing location/supplier: synthes brandywine. Date of manufacture: jun 23, 2005. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the shaft falls out of the handle of the ball hex screwdriver. There was no patient or surgical involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Common device name and product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.